Manufacturer narrative:
Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The anchor was not returned to saluda. The x-ray identifying lead migration was not provided to saluda for review. The root cause of the lead migration could not be definitively determined. The evoke scs system surgical guide identifies lead migration as potential risks of spinal cord stimulation, which may cause undesirable changes in stimulation and the patient may require surgery (including revision, explant, and replacement) as a result.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent x-rays which confirmed migration of both leads. A revision procedure was performed and the leads and anchors were replaced.